Event description:
It was reported by the rep that when the devices were used during a laparsocopic gastric bypass procedure, they would not fire. Another device was used to complete the case. There were no known consequences to the patient.